Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 19179777.

Event description:
It was reported that the patient experienced high impedances on their spinal cord stimulation (scs) lead. The patient underwent a lead revision procedure where the lead was explanted and replaced. The patient is doing well post-operatively.